Manufacturer narrative:
(B)(4). Visual examination of the device revealed that the mating threads were sheared/torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the mating threads becoming torn off/sheared cannot be positively determined. However, the noted damage suggests that the mating threads most likely sheared due to torsional overloading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the insertion of the canulated polyaxial screw in the vertebra body the surgeon realised that he could not remove the screwdriver from the head of the screw, therefore he used alternative instruments to remove the whole screw from the body. The screw head was also damaged on the threads. (B)(6).